Event description:
It was reported that during a fistula treatment procedure, removal difficulties were encountered. The fistula was located in the arm. Arterial access was obtained using a non-bsc 7f introducer sheath and the occlusion balloon catheter was advanced to the fistula. After the occlusion balloon had been deflated, the physician was unable to withdraw the balloon through the sheath. Therefore, the sheath and the balloon catheter were removed together as a unit. The arterial puncture site needed to be sutured and another access site was attempted. Additional information has been requested and is not available.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.